Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. Concomitant product: 4076-52 lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was further reported that the lead had a confirmed fracture. The lead was capped and a new lead was implanted.

Event description:
It was reported that interrogation shows several short interval count (sic) and episodes of oversensing on the right ventricular (rv) lead. Isometrics and pocket manipulations were attempted to reproduce the sic and noise but were not successful. The lead remains in use. No patient complications have been reported as a result of this event.